Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states the seat is cracked along the seam on the left side and it pinches his when he sits on it. He said he has had this for a number of years. No injury reported, other than a pinch. He said he tries to sit with the weight on his right side.